Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Bottom part of omni post (clamp) doesn't tighten down to bed rail. Exhibits movement. On 3/17/2017 no further information available.

Manufacturer narrative:
On 4/10/17 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - inspection confirmed complaint event. Device failed functional check, clamp shows slight movement when engaged. Visual examination of clamp jaw and post clamp reveal worn areas normal to operation of device. Engineer and service repair disassembled jaw from post, removed retaining washer and removed long bolt from post assembly. Unscrewing the long bolt from post assy, the service rep noticed a grating or grinding in the thread interface indicative of debris in threads. The debris in threads causing interference is most likely root cause of complaint event. Normal service for this device would be to run a thread die over the long bolt thread and chase the ID threads with a tap, device history evaluation - device history record reviewed for this product ID shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework, see below. The following work orders encompass the devices manufactured with this lot code, see below. No service history is on file for this device. Conclusion: debris in threads causing interference is most likely root cause of complaint event.